Event description:
The ge oec 9800 fluoroscopy sys reportedly would not perform roadmap function.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found no issue with the sys. Sys operating as intended without error or malfunction. User error. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.